Event description:
A consumer reported visual complaints following an intraocular lens (iol) implant procedure. The consumer reported his optometrist informed him that he had posterior capsular opacification (pco). He is reporting "some vision" and no near vision, "street signs look like someone took sulfuric acid, threw it on everything and it is melting away." He is also seeing "artifacts all over" and halos. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a no root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).